Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer attempted different solutions to resolve the occlusion issues, and was able to continue using the pump.